Manufacturer narrative:
Product has been received by MFR, however, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: the inlet port at the bottom of nebulizer to the oxygen tubing broke easily while in use. The defect was discovered during nebulization treatment to patient. No pt injury reported.